Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the implantable neurostimulator (ins) battery did not last 3 years like it was supposed to; the battery only lasted for 1.5 years. The patient noted that he did not know why the battery depleted or when the issue began occurring. The battery was replaced. No information was reported regarding when the issues began occurring. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.